Event description:
A false low advia centaur xp bnp auto dilution result was reported by the customer and considered discordant when compared to a manual dilution result. The customer performed repeat testing on another advia centaur system and the result was elevated. There was no known report of patient treatment being altered or adverse health consequences due to the discordant low advia centaur bnp dilution assay result.

Manufacturer narrative:
The cause for the false low bnp auto dilution results was unknown at the time of the incident. The customer's quality control results were within acceptable ranges for both instruments. The customer had performed dilution testing using master curve material (mcm) and the observed results were acceptable. Siemens initially assessed this incident as no health risk as the difference between the values would not make a difference clinically and the clinical cutoff for bnp is 100 pg/ml. On (B)(4) 2012: based upon additional information and investigation, internal studies have confirmed a decrease in onboard recovery when using multi diluent 1 that have been stored on board the advia centaur and advia centaur xp systems. As a result, an urgent device recall notice no. 10813388 / urgent field safety notice no. 10813387 was issued to siemens customers july, 2012.